Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor. No patient information provided to date after calls to customer (B)(6) 2022. Legal manufacturer: (B)(4). No patient information provided to date after calls to customer (B)(6) 2022. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of pressure mode ventilation during a case. There was no patient injury.